Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/27/2013 with the following findings: the keypad was found to be intact with no peeling; the keypad buttons were found to be unresponsive due to moisture and contamination found inside the pump. A leak test determined that the display lens was leaking. No contamination was found under key contacts. The pump was found to be power on with audible tones only due to moisture.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive after being exposed to moisture. The reporter noted evidence of condensation behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.